Event description:
The facility's biomedical engineering department reported an infusion pump that "turns off by itself". Information was not provided regarding whetheter or not the device was in patient use when the reported event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.